Event description:
Reference number (B)(4). Event occurred in the germany. It was reported that patient faced redness at infusion set event on (B)(6) 2024. The patient was hospitalized from (B)(6) 2024 and treated orally with antibiotics. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.